Manufacturer narrative:
Continued e1 phone number: (B)(6); additional email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "inflammatory liquid", "cd30: positive (+++.++++)" "alk-1: positive (+/++++) via cytological image, "serous fluid", anaplastic large cell lymphoma associated with breast implants, with positive immunohistochemistry: cd30, alk1, ema, cd45, cd3, and "periprosthetic fluid" detected. Despite a medical diagnosis of alcl lymphoma, the reported histopathological markers are not specific (cd30 and alk both positive). In this context, alcl cannot be confirmed for the moment. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side "inflammatory liquid", "cd30: positive (+++.++++)" and "alk-1: positive (+/++++) via cytological image, "serous fluid", anaplastic large cell lymphoma associated with breast implants, with positive immunohistochemistry: cd30, alk1, ema, cd45, cd3, and "periprosthetic fluid" detected. Despite a medical diagnosis of alcl lymphoma, the reported histopathological markers are not specific (cd30 and alk both positive). In this context, alcl cannot be confirmed for the moment. The device remains implanted.

Manufacturer narrative:
The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "periprosthetic fluid"; confirmed diagnosis of bia-alcl - pathological markers cd30+ and alk- have been received.

Event description:
Healthcare professional reported patient presented with right side "increased volume with progressive evolution" and "pain and hardening". "Periprosthetic fluid is detected and us-guided puncture is performed, obtaining 180 cc of fluid". Pathology is performed on "100 ml of turbid serous fluid with mucinous supernatant", which revealed a diagnosis of "right breast inflammatory liquid" and bia-alcl. The device was explanted via capsulectomy and replaced with a non-allergan device as part of an immediate reconstruction. Pathology and immunohistochemical exam performed on the capsule confirmed pathological markers cd30+ and alk-.